Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A few months ago, early 2022, the user heard a sudden noise and after that noticed degradation of hearing performance with the device. The user reported hearing a very high level noise, like a broadband noise.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
A few months prior, early 2022, the user had heard a sudden noise and after that noticed degradation of hearing performance with the device. The user reported hearing a very high-level noise, like a broadband noise. The user was re-implanted on (B)(6) 2023. Explanted device is expected to arrive at hq in (B)(6) 2023.

Event description:
A few months prior, early 2022, the user heard a sudden noise and after that noticed degradation of hearing performance with the device. The user reported hearing a very high-level noise, like a broadband noise. The user received a new map on june 07, 2022 with 3 channels disabled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Remapping was performed as reimplantation is not considered at this time due to the users device unrelated health issues.